Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were issues with high defibrillation threshold. Reprogramming was recommended. No report of other adverse consequences for patient.